Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device changeout procedure, that the "svc plug was found cut" and the impedance trend was noted to be high for years. The physician inquired if the lead was damaged during the previous device exchange procedure or it is was torn due to forces in the patient. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed, and the interior superior vena cava defibrillation cable was extrinsically cut. The connector pin of the lead became extrinsically damaged due to pulling/stretching/overstress. Visual summary analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.